Event description:
It was reported a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) selected for use along with a versacross connect system for the transeptal puncture (tsp). The physician had difficulty visualizing interatrial septum. The physician proceeded to advance versacross wire out of the versacross connect system. It looked like the devices had moved from right atrium (ra) to somewhere, and it was found that the system was in the pericardial space by ra. No effusion was noted. The system was removed and heparin reversed. The patient was monitored for 10 minutes by transesophageal echocardiography (tee) and no pericardial effusion (pe) was noted. The procedure was aborted at that point. The patient had follow up transthoracic echocardiogram (tte) to check for any pe prior to discharge and no issues were noted. The patient was discharged home the same day.